Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had issues with high and low blood glucose levels. The customer's blood glucose level at the time of low incident was 139mg/dl. It was reported that the customer's levels had been as low as 40mg/dl. The customer states they had a high incident of 494mg/dl. The customer states they treated and changed their set. Troubleshoot was conducted. The device was found to have passed the displacement test. The customer was advised to conduct full set, reservoir and insulin change. The customer was advised to monitor the device and call back if issues persist.